Manufacturer narrative:
Acell conducted a retrospective review of complaint records. During this review it was recognized that based on surgical intervention referenced in the complaint this complaint should have been reported as a MDR pursuant to 21 cfr part 803. Therefore out of an abundance of caution acell is retrospectively reporting this complaint as a MDR. A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was tested for sterility and results of no growth substantiated that the lot was supplied sterile. There was no report of device failure at the time of surgery. This report is being filed out of an abundance of caution.

Event description:
Patient was treated with an acell device for hernia repair and subsequently developed a wound infection that required debridement of the necrotic fascia.